Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 36cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned, fracture edges which were rounded and polished due to repeated material wear, 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together, overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). The location of the damage suggested that catheter insertion/securement/maintenance technique may have contributed to the observed damage. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebn1353 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was inserted on (B)(6) 2017 in the lymphoma ward of the facility; the patient was hospitalized in the oncology department of the same facility. Due to the patient's complaints of pain above the puncture sight, the nurse removed the catheter 4 cm and injected it with saline. This showed that there was a hole causing leakage at about 3-4 cm above the puncture sight. No patient injury reported.